Manufacturer narrative:
The insulin pump passed the functional testing including the displacement, occlusion, prime and excessive no delivery tests. No prime anomaly, no excessive no delivery alarm or motor error were noted. The pump was received with cracked corner display window, cracked battery tube threads and reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 477 mg/dl. The customer treated with the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that she received a no delivery alarm after the motor error. The customer stated that there are also cracks on the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.